Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that for the past several months has noticed that the implant was poking their skin. Patient said that it wasn't bothering at first however then started to hurt. Patient said that went to healthcare provider office and was told that it needs to be taken care of as said that it could poke a hole through the skin. When asked, patient said that had revision surgery on (B)(6) 2025 and said that healthcare provider re-pocketed the implant.